Manufacturer narrative:
This report is filed march 4, 2015.

Event description:
Per the clinic, the device extruded through the skin flap. The patient underwent a surgical procedure to repair the skin flap (date not reported), along with intravenous antibiotics; however, this did not alleviate the problem resulting in the decision to explant the device. The device was explanted on (B)(6) 2014. Reimplantation is planned, however has not taken place as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4).